Manufacturer narrative:
The subject device was returned for evaluation. The investigation is in process. The olympus service center identified a cut on the connecting tube and water tightness is lost, damage to the connecting tube and the insulation resistance value does not meet the standard value, there is wear of angle wire and the bending angle in up direction does not meet the standard value, and the adhesive on distal sheath has a crack. Due to massive leakage in this instrument, we were unable to leak test it properly. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the endoscope exploded inside the patient and the sheath was broken. A request for additional information is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
The customer provided additional information. The intended procedure was a diagnostic endobronchial ultrasound (ebus) and bronchoscopy for a hilar mass. After the transbronchial biopsies and washings were performed, the event was detected on withdrawal of the bronchoscope by the nursing staff whom consulted with the respiratory physician. Two foreign bodies were removed with another slimline bronchoscope. The intended procedure was completed using a different bronchoscope. The additional devices used in this procedure were radial and linear bronchoscope probes. The patient was discharged the same day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, it is likely that the reported issue was caused by the following: 1. Resin of the insertion section was embrittled by chemical attack such as use of chemical solutions not warranted, reprocessing method not recommended in instructions for use (IFU). However, the user was not able to detect that before inserting the device into the patient. 2. The embrittled resin of the insertion tube received stress from device use during the procedure (inserting, bending, pulling, etc.), which resulted in breakage of the insertion tube. The event can be detected/prevented by following the IFU which state: ¿1.4 precautions: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ ¿3.1 compatibility summary: the methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.¿ olympus will continue to monitor field performance for this device.